Event description:
Facility reported during surgery, small battery drive did not function properly even though all three battery packs had been completely charged prior to the procedure. Surgeon attempted to use device again on another case on (B)(6) 2013, but immediately notice intermittent low power. The surgeon completed the procedure, with slight delay and no harm to patient. Spare device was available. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. Device is an instrument and not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Power tool evaluation was completed on this device. The reporter's complaint that the device;(1134) small battery drive does not function could not be confirmed. The unit was tested and passed all manufacturing specifications.